Event description:
It was reported that the pt underwent spinal surgery. During the surgery, the tip of the screwdriver broke during the insertion of the screw. No pt complications were reported.

Manufacturer narrative:
(B)(4): the screwdriver was returned for evaluation. Visually confirmed hex tip is broken; hex tip breakage located at the base of the hex with the t portion. Significant fracture surface damage noted. Fracture surface analysis appears to a display a quasi-brittle fracture surface with no indication of torsion or fatigue. A review of the device history records did not identify any applicable nonconformance to specification.